Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's turbine would not start to rotate and then the unit would alarm vent inoperable and motor fault. It was not reported if there was any patient involvement or harm.